Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors were failed. A field service engineer (fse) confirmed that no issues were found with the doors, which were functioning properly without any double-clicking. It was suspected that one of the pockets might have been pressing against the plexiglass, potentially causing the concern and doors operated on the hardware test application (hta) without any issues. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, its doors keep failing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, its doors keep failing. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.